Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - release to warehouse date: 28sep2010. Supplier: precision edge, packaged by: synthes: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Thirty-six parts were released 28sep2010 and another 11 were released 27oct2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial lateral entry femoral nail procedure on (B)(6) 2016, the drill stop for a 4.5mm/6.5mm stepped drill bit did not stop the drill bit. The drill stop kept going and the specialty locking measuring device for the (ti) femoral nails-ex depth gauge was not measuring accurately. The surgeon noticed where he needed to stop drilling, and manually stopped the drill. Additionally, the surgeon measured for the first screw which was 90mm. When he implanted the screw it was 10mm longer than what it was supposed to be. The surgeon pulled the screw out and put the correct size screw in. This caused a one (1) minute surgical time delay. After the procedure, a tape measurer was used to check the screw and the depth gauge. The screw was accurate but the depth gauge was not measuring correctly. There was no patient harm and no additional medical surgical intervention required. The patient's status outcome was reported as stable postoperatively. The procedure was completed successfully. This is report 2 of 3 for (B)(4).